Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire and the reported separation and stretched coils were confirmed. The difficulty to advance through the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The difficulty to advance through an introducer sheath could not be confirmed due to the guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the hi-torque guide wires for pta, ce / FDA instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The investigation determined the reported difficult to advance through the anatomy appears to be related to operational circumstances; the reported separation, stretched coils and noted damages appear to be related to user error. The force and technique used to pull the guide wire against resistance through the anatomy and sheath resulted in the reported separation and stretched coils and subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device code 2017 - against resistance g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a totally occluded lesion in the distal posterior tibial artery (pt). Femoral access was gained. Due to the complex patient anatomy and total occlusion, a high torque command 14 extra support guide wire was advanced with resistance from the anatomy down the anterior tibial artery around the horn of the foot and back up into the pt. As the guide wire could not advance any further, a snare device was advanced down the pt and across the lesion, to meet the tip of the guide wire. The guide wire was then attempted to be pulled across the lesion and up into an unspecified sheath. Resistance with the sheath was met and force was applied. The outer coils of the guide wire stretched and the tip of the guide wire separated. A snare device was used to successfully retrieve the tip and the remainder of the guide wire was simply removed manually. After review of the lesion, it was decided not to continue with this approach and the procedure was completed. The patient will be reviewed at a later date for further management of the lesion. There was no reported adverse patient sequela and no delay in the procedure was reported.